Event description:
The reporter contacted animas on (B)(6) /2013 reporting that the patient¿s meter is showing unable to communicate during bolus. The reporter stated that this has occurred several times over the course of the week. The reporter stated that the patient was running high blood glucose (bg) of 500 mg/dl and experiencing severe thirst. The reporter stated that they began reviewing the bolus history and found boluses were not being completed due to the communication interruption. The reporter stated that they began bolusing patient from pump only. This report is being made due to the elevated bg the patient experienced while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.